Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to anemia and bleeding. During admission, the patient received packed red blood cells (prbcs). The site detailed blood stool guiac and egd resulted negative. No further information was reported.

Event description:
It was reported that the event resolved without sequelae on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Section b5. D4, h4: additional information. Section h6 (patient code): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient was admitted with anemia. Blood stool guaiac test was negative and esophagogastroduodenoscopy (egd) was negative. The patient was given a blood transfusion. The event resolved on (B)(6) 2020. The patient remains ongoing on ventricular assist device support. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 11feb2016. The heartmate ii (hmii) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.